Event description:
It was reported that the new purewick flex female external catheter leaked. Per sample form received on 27jan2025, it was reported that the new purewick flex female external catheter did not work, not absorbent and patient was wet and this was not good that caused frequent changes. They have purchased several batches, and this was the worst product. Patient had a stage 4 pressure wound and some urine spreading. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No actions can be taken at this time since a root cause was not identified. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: indications the purewick flex female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Contraindications users with urinary retention. Warnings the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the new purewick flex female external catheter leaked. Per sample form received on 27jan2025, it was reported that the new purewick flex female external catheter did not work, not absorbent and patient was wet and this was not good that caused frequent changes. Thay have purchased several batches, and this was the worst product. Patient had a stage 4 pressure wound and some urine spreading. It was unknown what medical intervention was provided.